Event description:
Additional information from a manufacturer representative (rep) indicated that the exact cause of why the catheter couldn't be aspirated was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6). Implanted: (B)(6) 2017; explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-apr-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 1mg/ml at 0.05mg/day. It was reported that the patient was scheduled for a routine pump replacement due to the elective replacement indictor (eri) being less than four months. Prior to being taken to the operating room (or), the physician performed a catheter access study, but was unable to aspirate any cerebrospinal fluid (csf). A negative catheter access study occurred immediately prior to surgery. Plain film x-rays of the thoracic spine demonstrated that the catheter tip was at t5 on 2023-06-07. The patient was taken to the or and placed in a lateral position. The physician first started by opening up the existing pump pocket and dissecting out the existing pump and proximal pump segment. The existing pump was removed. The physician then disconnected the proximal pump segment at the collet, at which time he noted free flow of csf. The physician was then given an 8784 proximal pump segment revision kit, which was cut to the same length as the explanted portion of the catheter. It was connected to the existing spinal segment using the collet from the revision kit. The catheter was then attached to the new pump. A catheter aspiration was done before and after placing the pump within the existing pump pocket with ample return of csf. Incisions were then irrigated and closed. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient had a history of a previous catheter revision in may 2021 (see medwatch # 3004209178-2021-08121). At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight was noted to be 141 kilograms. The patient's medical history was asked but was unknown. The date that the event/difficulty occurred was asked but was unknown.